Event description:
Physician reported to medtronic manager: pt experienced an inflammatory mass 5 years ago. Physician did not report at that time. Pt survived incident, but event resulted in some disability. No product returned. No further info documented. A f/u report will be sent when add'l info is rec'd.